Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The target lesion was located in the proximal right coronary artery (rca). The physician implanted a 3.50x8mm taxus express2 drug eluting stent (des). The stent balloon was inflated to 9atm for 45 seconds and then inflated to 15atm for 26 seconds the second time. The physician then implanted a 3.5x16mm taxus express2 des in the mid to distal rca. The stent balloon was inflated to 9atm for 45 seconds and then to 9atm for 15 seconds the second time. The procedure was successfully completed with no pt complications. The pt came back to the cath lab 3 years and a 8 months later due to chest pain with late stent thrombosis in the mid to distal rca. It was noted that the pt stopped taking plavix two and half weeks prior due to hematuria. A thrombectomy was successfully completed in the mid to distal rca with no pt complications reported. Two non bsc stents were implanted, sizes 3.50x23mm and 3.50x13mm. The previously implanted stent in the proximal rca was patent. The pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.